Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a plum set that leaked chemotherapy. The patient was in hospital on (B)(6) 2019 for their 3rd round of chemotherapy. The vein in their left hand was fitted with indwelling catheter. At 17:52, they were infused with kemocarb 437 mg in normal saline 500 ml using light resistant tubing and pump, which was set for two hours in accordance with the standard operation for chemical therapy administration and, likewise, clinical evaluation was carried out according to chemical therapy evaluation record sheet. Patient was checked on at 19:30 and a small amount of seepage on the ground was discovered. Leakage was found when filter vent cover on the light resistant tubing and pump set examined. There was patient involvement but no harm reported.